Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Device evaluation indicated that the lead failed visual and photographic imaging tests performed. Visual inspection revealed lead was cleanly cut proximal end. Both pigtails of the paddle end of lead were not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing discomfort. The patient had the device explanted. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing discomfort. The patient had the device explanted. The patient is reportedly doing well.